Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was advanced within the patient and successfully placed on the leaflets. While testing the mitraclip established final arm angle (efaa) the clip opened to grader than 5 degrees. Troubleshooting was preformed unsuccessfully and the clip was removed from the patient. A replacement mitraclip was implanted successfully and the procedure was discontinued. The final mr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported clip opening during efaa was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported clip opening during efaa could not be conclusively. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.